Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Exact date of explant is unknown. Date of event is estimated. Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at site at all times. As such, the scs system was explanted in (B)(6) 2019 (exact date unknown) to address the issue.